Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: did the damaged result in a loss of sterility? Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal. Yes, it did. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that before the surgery, open the packing and noted the inner packing (sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.